Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel.

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. On (B)(6) 2018, post-implantation imaging showed the contralateral leg component implanted on the patient¿s left side had thrombosed and completely occluded. The physician stated the occlusion occurred due to the patient¿s tortuous left common iliac artery (exact degree of tortuosity unknown). On (B)(6) 2018, the physician elected to intervene by performing a femoral-femoral bypass. Final angiography showed good distal perfusion and the patient was reported to have tolerated the procedure. Images showing the left side occlusion were requested but were not available.